Manufacturer narrative:
The device was not returned.

Event description:
It was reported that the hypothermia blanket was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.